Manufacturer narrative:
The device is being held at the hospital site; therefore it may be available for analysis. A device history record (DHR) review and additional information are pending and will be submitted 30-days upon recepit. (B)(4).

Manufacturer narrative:
Complaint conclusion: it was reported that following successful percutaneous coronary intervention (pci) of the left anterior descending coronary artery (lad), the interventional cardiologist noted that ¿a portion of the radiopaque coating of an atw guidewire was distal to the proximal stent¿. The stent was re-crossed and another stent was placed to keep the wire against the wall. The facility advised that the product will not be returned. Multiple attempts to view the device at the facility site were conducted however the facility did not respond to the communication attempts. . The device was not returned for analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10140432. This packaging lot contained (B)(4) units, which were shipped from lake region medical limited on june 23, 2012. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. Without return of the device for analysis, the reported complaint ¿coating separated¿ could not be confirmed and the cause of the event could not be conclusively determined. The IFU warns that if any resistance is felt, e.g., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. In this case, the vessel characteristics are unknown. Based on the limited information available for review, without photographs or angiographic films of the event, and without the product available for evaluation, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device remain as the hospital site; therefore, it may be available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported via 3500a medwatch (B)(4). Following successful pci lad, interventional cardiologist noted that a portion of the radiopaque coating in the distal wire was present, distal to the proximal stent. The stent was re-crossed and another stent was placed to keep the wire against the wall.